Event description:
It was reported that the pt's device stopped working. The pt turned the device off for a brief time and "no juice" flowed when he went to turn it back on. The pt reported that he did not neglect to recharge the device. The pt recharged one to two times per two week period and never missed a session. The batteries were replaced but the programmer indicated there was 2/3 charge left in it. The pt experienced the following symptoms: severe and a fast progressive and untreated, medication resistant rheumatoid arthritis that included 6 herniated discs with stenosis; spinal fractures; osteoarthritis; osteoporosis; chronic pleurisy; neuropathy in all four limbs; systemic joint swelling; systemic lupus; central nervous system lupus; discoid lupus; and sjogren's disease. The pt reported that his high level constant stimulation helped to take the edge off of the lumbar region and hip and leg pain. Add'l info has been requested and will be made as f/u as it becomes available.

Manufacturer narrative:
(B)(4).